Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. One clip (80312u178) was deployed on the medial side of the valve, reducing mr to 2. A second clip delivery system (cds 80223u117) was advanced to the mitral valve. When the second clip was positioned, it was noted that the first clip had detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The second clip was deployed close to the first clip for stabilization and the mr was reduced to <1. It was thought that when the first clip was deployed, the posterior leaflet may have been folded inside the clip, causing the slda. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment (slda) in this incident appears to be related to the patient anatomy due to long anterior mitral leaflet and a restricted posterior leaflet. There is no indication of a product quality issue with respect to manufacture, design or labeling.